Event description:
It was reported that the asymptomatic patient presented in clinic for routine post operation follow up on (B)(6) 2017. Loss of atrial capture and sensing were observed so an x-ray was performed confirming the lead dislodgement. The physician repositioned the existing lead successfully with no adverse consequences. The patient will continue with routine follow up.